Event description:
Philips received a report from a customer that the foot pedal, was stuck.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.